Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item # and lot # (DHR/IFU/rmf). No per was provided. Pre-existing patient factors and tooth location are not relevant to the reported event. The device was reported during initial use. The provided pictures show the outer box and outer vial of the reported device, it can be determined that the seal of the outer vial has been broken and there does not appear to be an inner vial within the outer vial. The conditions of the product when they first reached the customer are unknown. DHR review was completed for the subject lot number (1219583). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1219583) for similar events and no other complaint was identified. November post market trending was reviewed and there were no negative trends or corrective actions for the reported event (packaging : incorrect component quantity) or device (tsvwb10). Therefore, based on the available information, packaging malfunction could not be verified and the reported event was non-verifiable as the received condition of the product is unknown and the complaint cannot be verified. The following sections have been updated: b4: date of this report d4: unique identifier (UDI) number d4: expiration date g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h6: entered evaluation codes h10: added manufacturer narrative

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided, patient weight: not provided, event date: not provided. Initial reporter name, email address, fax number: not provided, device / packaging not returned.

Event description:
It was reported that during surgery the implant (tsvwb10) was missing from the packaging. Doctor was able to complete the procedure with another implant.